Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values and a sensor updating, calibration not accepted and change sensor alert received. Blood glucose value at the time of event was 44 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed for sensor issue and the customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 44 mg/dl and the sensor glucose value was 81 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Troubleshooting was not performed for hypoglycemia event. It was unknown whether the customer had been using the device within 48 hours of the event, and it was also unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_ngp.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.